Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 365 laser fiber was used during a ureteroscopy with laser lithotripsy procedure in the kidney performed on (B)(6) 2018. Reportedly, the laser unit used was a lumenis 60 watt console with laser settings of 0.2 joules and 40 hertz. According to the complainant, during procedure, the connector of the laser fiber was noted to sparked when it was plugged into the laser unit. Reportedly, there was no injury to the physician/nurse when the sparked occurred. The procedure was completed with another flexiva 365 laser fiber. There was no serious injury nor adverse patient effects as a result of this event. There were no reported patient complications.